Event description:
Patient was in the hospital receiving an x-ray for another issue and it was at this time, that it was determined that a piece of the thoracentesis catheter had broken off in the patient during a previous procedure.